Event description:
The manufacturer received information alleging a trilogy 100 ventilator power issue occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation where during the evaluation of the device a power issue was discovered. The device's alternating current (ac) connector cable required replacement to address the issue. However, no repairs were completed because the device was not needed for inventory and was scrapped.